Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2016 for further investigation. During the investigation the fse advised the customer to perform decontamination of the instrument and calibrate all analytes. The fse lead the customer through the process and was able to perform all the calibration which resulted in the quality control to be within range. The instrument is functioning as intended and released. The aia-360 analyzer is functioning as intended with all issues cleared. No further action required by fse. The most probable cause of the reported event was due system contaminated. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2016 the customer reported quality control (qc) shift for testosterone. Also, the client is getting less than the lower control limit for patient sample on estradiol (e2) assay. The customer replaced the substrate and wash and diluent. The customer was advised by the technical support group (tsg) to make new substrate, flush the instrument, and then run quality control that has been at room temperature for 30 minutes and fully mixed. The customer called back and stated that the quality control is within range. The customer called again and reported again having issues running e2. A technical support analyst (tss) addressed the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.